Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/04/2025, it was reported by a sales representative via (B)(4) that an ar-31700sr grasper jaw broke upon first use in surgery. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-31700sr serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damage to the device. Visual inspection noted the moving jaw is broken in the down position. The most likely cause for the reported failure can be attributed to use error of the device due to prying/leveraging the device during use.

Event description:
Additional information was received on 02/17/2025: no pieces broke while in the patient. There was no case delay or added anesthesia administered. The case was completed using the same grasper from a different set. There were no adverse effects on the patient. This occurred during a posterior ankle scope procedure on (B)(6) 2025.